Event description:
The surgeon had drilled 3 pilot holes on the left side. When he moved over to start drilling the right side, the trigger on the swivel adapter fell off the adapter. The surgeon retrieved the trigger. Before moving forward with the case, he completed a landmark check which confirmed the tool's accuracy and proceeded with the case. After the case was completed, the trigger was placed back into the slot to remove it from the drill attachment. The trigger became lodged and inoperable. Spd can remove it from the adapter. No harm to the patient had occurred during the procedure. The investigation concluded that a malfunction of the adapter had occurred. It is important to clarify that in this situation where the spring could have been left in the patient's body, it could theoretically result in an un-desire tissue response. The risk in a tissue response has been analyzed and was found to be nonhazardous to the patient's health over time. Since a device malfunction has occurred, it was decided to report this case.